Event description:
Per the clinic, the patient developed a seroma post implantation as well as healing issues. Subsequently, the internal magnet was removed (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.